Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned the insulin pump for alleged exposed to x-rays (magnetic field or MRI), insulin pump error alarms, and insulin pump error alarms found on (B)(6) 2022. The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump history and trace files were successfully downloaded using thump. There were no insulin pump error alarms noted during testing and a review of the downloaded history files shows on september 11, 2022 there were four (4) insulin pump error mfda alarms (18:34, 19:36, and 2x 20:05) and four (4) insulin pump error alarms (06:58, 10:19, 2x 21:24). Also, on november 20, 2022 there was one (1) insulin pump error mfda alarm (07:55) and two (2) insulin pump error alarms (01:20 and 07:55). The insulin pump was cut open for a visual inspection. No damage or moisture damage on the electronic assembly however, found moisture damage on the motor and corrosion on the motor home switch. The insulin pump error and insulin pump error alarms are confirmed in the insulin pump history are due to corroded motor home switch and moisture damage on the motor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment at the corner of the belt clip rails, damaged serial number label, stained keypad overlay, and pillowing keypad overlay. No multiple insulin pump error alarms noted during testing however, multiple insulin pump error alarms are confirmed in the insulin pump history are due to corroded motor home switch and moisture damage on the motor. Exposure to x-rays, magnetic field, and MRI is unknown. No insulin pump error alarm noted during testing and is expected if insulin pump experienced strong magnetic field (the insulin pump behaved as expected) and may have been an intermittent failure that was not detected during our testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error alarm in twice. The customer also reported loss of communication between insulin pump and transmitter and received lost sensor signal alert. Customer was able to clear alarm and able to complete rewind. The displacement test was passed. Blood glucose value at the time of event was unknown. Troubleshooting was performed and the customer reported that the insulin pump was exposed to high magnetic environment. No further patient complications were reported. The insulin pump will be returned for analysis.